Event description:
Letter received from a patient regarding an event where he stated that left hip revision surgery to replace acetabular ceramic bearing as a result of 8 months of hip squeaking.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Catalog number and lot codes of other devices listed in this report: cat# 625-0t-32f, lot # 625-0t-32f, description: trident alumina insert.